Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a bent retainer ring. Unable to insert a test sc1-cap and reservoir into the reservoir compartment due to the bent retainer ring. The following were noted during visual inspection: reservoir tube lip and retainer ring smashed inwards at the front lateral side, crack in the left belt clip rail, cracks in the select, down, up, right, left keypad buttons, scratched lcd window, scratched case. Did not note any cracks in the battery tube or in the battery threads. The scratches in the lcd window are severe; they make it difficult to read and navigate the menus. The pump was received without a battery cap. In summary, the customer¿s report of a cracked case was not confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded the device was returned.